Event description:
A doctor reported to baxter (B)(4) that he damaged own left hand middle finger joint when he tried to close the twist clamp of the transfer set. There was no allegation of device malfunction. There was injury reported, but no medical intervention reported. The doctor was a right-handed person, so he held the twist clamp with his left hand, turning it with his right hand. It was reported the doctor dislocated the tendon of his middle finger of his left hand.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). No problem or use error was alleged with the device so there was no problem to confirm. Root cause for the provider's injury could not be determined based on information available in this complaint report. No device malfunction was alleged according to complaint text. This is the first occurrence reported of this type in the last three years worldwide, hence this appears to be an isolated circumstance.